Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient notes a progressive movement of the generator over the last couple of months. The patient indicated that it is noticable when she leans forward to bathe her children. The patient indicated that when she leans forward she feels the generator shifting into the breast tissue. The patient was scheduled for prophylactic generator replacement. It was later reported that the patient underwent explant of the generator. It was reported that the patient developed an infection after undergoing a breast biopsy for an unrelated breast mass. It was reported that the generator replacement will be postponed until the infection has cleared. The generator was returned for analysis; however, analysis has not been completed to date.

Event description:
Analysis of the generator was completed on (B)(6) 2013. Temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.